Event description:
It was reported the scs system worked for approximately one year after implant. The pt is no longer receiving effective stimulation. In addition, reprogramming was declined. The pt was referred back to her surgeon for evaluation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.